Event description:
Pt was revised to address cup loosening due to medical acetabular wall fracture. Lysis in the trochanter was a result of the loosening. Pt's weight: (B) (6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.